Manufacturer narrative:
The serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the product is no longer available for investigation.

Event description:
This complaint is being reported due to a power issue. Reportedly, there is an intermittent power issue with the animas pump. The issue was not resolved with troubleshooting. The animas representative concluded the battery cap needed to be replaced. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.